Manufacturer narrative:
The patient death date was given to the manufacturer. This new information was added in the follow-up report. However the fact that the patient's death occurred 2 days after the device was explanted does not give us more information on the cause of the reported incident. The investigation results are unchanged.

Event description:
We received the information, that an access port had to be explanted because the catheter broke close to the chamber and the dislocated catheter moved to the right atrium. Patient outcome was bad. Prof. öhler did neither implant nor explant the port, but is in charge of clearing this case.

Manufacturer narrative:
Product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference 5433750 cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch released in july 2020. Investigation: despite our requests, the device was not returned for analysis. The x-rays films received show a catheter disconnected from the access port housing. The catheter moved into the heart until a pulmonary vein. However these pictures are inconclusive concerning the root cause. Conclusion: the information received are not sufficient to determine theexact root cause of the catheter disconnection. However as the incident happened only 7 weeks after implantation and as the manufacturing file show tha the device was released compliant with the specifications, it is highly suspected that the premature disconnection of the catheter results from an incorrect connection of the catheter and connection ring to the access port housing during the implantation procedure. This type of incident is a known potential complication of the implantation of access ports. The IFU informs the user about this risk. This is a rare incident. No corrective action is envisaged.

Event description:
We received the information, that an access port had to be explanted because the catheter broke close to the chamber and the dislocated catheter moved to the right atrium. Patient outcome was bad. Prof. (B)(6) (who informed our sales rep) did neither implant nor explant the port, but is in charge of clearing this case. On 12.02.21 we received a mail from the client with the following information: lot 36964630 (this is what I think - see mail), sample is not available for investigation, date of implantation: (B)(6) 2020. Date of explantation: (B)(6) 2020. 2 x-rays before explantation, the client claims that the dislocation of the catheter directly at the port housing is visible.